Event description:
It was reported that during an unk procedure, after firing, the device had to be forcefully removed. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was returned void of staples. The firing knob was noted to be fully advanced and the cam was not synchronized. The device was opened, and cam was synchronized manually and tested for functionally with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device was opened without any difficulties. The complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.